Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Review of the transmission revealed several automatic mode switch episodes due to atrial lead noise as well as competitive atrial pacing. Programming changes were discussed; no intervention was reported. The patient would continue to be monitored.

Event description:
New information received noted that programming changes were made. The patient was in stable condition.